Event description:
On (B)(6) 2011, pt reported the up button on the infusion device was not functioning properly. This was first noticed 1 month ago when pt tried to bolus. The up button pops up after it is pressed but has gotten stuck on occasions. Pt has used this infusion device since (B)(6) 2007 and boluses 3-4 times per day. Infusion device was not dropped or exposed to water or insulin ingress. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and requested for eval.